Event description:
The following literature article was reviewed: coelho, n., brandão, d., gouveia, r., martins, v., augusto, r., semião, c., ribeiro, j., peixoto, j., fernandes, l. And canedo, a., 2021. Doença aneurismática e oclusiva multissectorial: abordagem híbrida estadiada como solução para um pesadelo. Bilateral iliac aneurysms and concomitant severe multilevel occlusive arterial disease: staged hybrid procedure as solution to a nightmare. Angiologia e cirurgia vascular, 17(2), pp.135-138. Date accepted for publication: april 4, 2021. Published june, 2021. The literature represents the following clinical case study. The patient presented with bilateral common iliac aneurysms (62 mm on right and 25 mm on left) and severe ilio-femoral occlusive disease. He has a history of tobacco use, being overweight, diabetes and coronary artery disease. The right internal iliac artery was occluded and a stenosis and deformation were present in the right external iliac artery, the latter due to an adjacent aneurysm. On the left side, the left external iliac artery was completely occluded. Common femoral, superficial femoral and popliteal arteries were bilaterally occluded. At time of admission for treatment of the iliac aneurysms, the patient also presented with right critical limb-threatening ischemia with a right 4th toe gangrene and a 4 cm x 4 cm lateral malleolus infected ulcer. The patient was treated in a staged process. Three weeks after an angioplasty of the right external iliac artery and amputation of the gangrenous toe, the right common iliac arterial aneurysm was treated with gore® excluder® aaa endoprostheses with an ipsilateral iliac extension (rlt261416, plc121210). To provide left retrograde brachial access a flexor® introducer (cook medical) was used and the left internal iliac artery was cannulated. Then an 8 mm x 10 cm gore® viabahn® endoprosthesis with propaten bioactive surface and a 8 mm x 79 mm gore® viabahn® vbx balloon expandable endoprosthesis were implanted. Six weeks following the initial procedure, a right femoro-posterior artery bypass was performed to obtain posterior tibial pulse. Completion angiography revealed a significant right iliac limb kinking (plc121210) due to anatomical tortuosity shown in figure 2 within the literature. A bare-metal 9 mm x 39 mm omnilink elite¿ vascular balloon-expandable stent system (abbott vascular) was implanted inside the plc121210 to resolve the kinking. The patient tolerated all the procedures and presented asymptomatic 1.5 years after treatment. The author concluded that in patients with poor medical condition and complex aorto-iliac aneurysmal and occlusive disease, a staged hybrid approach like the one described in this case-report can be feasible and associated with durable midterm patency and excellent clinical outcome. Neither intraprocedural nor post-procedural complications are reported within the literature for the gore® viabahn® endoprosthesis with propaten bioactive surface and the gore® viabahn® vbx balloon expandable endoprosthesis.

Manufacturer narrative:
Patient ID is unknown. Internal complaint number is provided instead as placeholder. Device remains implanted and is not available for product evaluation. Concomitant medical products: gore® excluder® aaa endoprosthesis - stent graft trunk ipsilateral leg. Gore® viabahn® endoprosthesis - stent graft viabahn sx . Gore® viabahn® vbx balloon expandable endoprosthesis - stent graft viabahn bx. Coelho, n., brandão, d., gouveia, r., martins, v., augusto, r., semião, c., ribeiro, j., peixoto, j., fernandes, l. And canedo, a., 2021. Bilateral iliac aneurysms and concomitant severe multilevel occlusive arterial disease: staged hybrid procedure as solution to a nightmare. Angiologia e cirurgia vascular, 17(2), pp.135-138. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.